Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and a new battery was inserted into the insulin pump; however, the failed battery test alarm recurred. The insulin pump was not returned at this time; a replacement battery cap was sent to the customer to rule out possible battery cap issues.